Event description:
During variax dr surgery, the fixation pin was broken when the nurse tried to assemble it to joystick. The same event has happened second time and second pin could not be disassembled from the joystick.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.